Event description:
Additional information has been received for this event. The patient developed z syndrome in both eyes. Report 1 of 2 - right eye. The patient experienced z-syndrome of the right eye approximately seven weeks post implant. Asymmetric vaulting was observed. The patient reported blurry vision. Attempted iol repositioning was unsuccessful, as they were unable to safely rotate the lens, so the iol was explanted and exchanged for a lens of a different model and the same diopter. The patient now has cme (cystoid macular edema) post iol exchange. The patient's current condition is fair. The patient will likely need yag, may need lasik (especially od). The patient may need ppv (pars plana vitrectomy) if vmt (vitreomacular traction) does not resolve. In the surgeon's opinion, the likely cause of the event is contraction of the capsular bag.

Manufacturer narrative:
Additional information to age , sex, date of event, description of event or problem, test/laboratory data, other relevant history, device identification, implant date , explant date, medical products & therapy dates, premarket identification, evaluation codes, additional narrative. The lens is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar events have been reported for this lot number. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The device has not been returned for evaluation. The lens model number, lot number, and serial number are unknown. Though requested, no additional information has been received. The investigation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
A patient reportedly experienced z syndrome in one eye. The surgeon attempted to rotate the intraocular lens (iol) but ended up cutting it up, removing it, and replacing it with another lens of the same model. Though requested, no additional information has been received.